Manufacturer narrative:
A field service engineer (fse) reported that the customer loaded short sample and picked up severe clot which broke the obstruction detector diaphragm, jammed electrolyte injection cup (eic), wash collar and probe on modular chemistries (mc) side. The fse replaced probe, wash collar and mc clot detector. The fse also cleaned eic block ports and run alignments. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that probe on synchron lx20 pro clinical system was leaking from rear of the probe. No injury was reported in connection with this event.